Manufacturer narrative:
(B)(4).

Event description:
The consumer reported shocking and overstimulation. Eight- nine years prior to the report, the patient was using a gas powered weed wacker and he hit the side of the implantable neurostimulator (ins). It turned the stimulator up to full blast. This occurred suddenly. The patient did not have his remote device so he had to go to the emergency room to have the ins turned off. The doctor tested the implant and it was not putting out enough power. The doctor replaced the ins. Relevant medical history included postlaminectomy pain.